Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that he had experienced elevated blood glucose (values not provided) and air bubbles in the insulin cartridge in use in his infusion device. He reported that his "ideal" blood glucose range is 57-68 mg/dl. He stated that, when he filled his cartridges with insulin, he did not observe air bubbles. However, 24 hrs later, he observed air bubbles in the cartridge and in the infusion set tubing. During troubleshooting with a company rep, he stated that he either primes the system or he replaces his insulin cartridge and tubing to remove observed bubbles. When he observes elevated blood glucose values, he treats himself using an insulin "pen". The pt has experienced elevated blood glucose values in the past and he stated that he is not certain of what might be causing the elevated levels. He has been trying different infusion sets with different headset cannula types and lengths. He stated that he was comtemplating going off the pump for a period of time to let his body "rest" for a while. The pt did not require medical assistance from a healthcare professional or second party to address the issue. As he conveyed info from his observations in 2007, no product was available to be returned for evaluation.